Event description:
On 8/19/93, oxygen stroller was re-filled according to instructions given by co personnel. Stroller was turned on at 17:50, 3 l/min. Resident was taken to dining room via wheelchair. During dinner, resident developed dyspnea. At 18:25, resident's distress was brought to the attention of the a.d.n.s. The oxygen stroller was empty, and the resident was immediately returned to her room via wheelchair. Oxygen saturation was 83%. Resident's supplemental oxygen source was switched to the concentrator. Within 30 mins, the oxygen increased to 90%. The oxygen in the stroller was expected to last approx4 hrs and it lasted no more than 35 mins. The resident experienced breathing difficulty as a result of this equipment failure. Similar events occurred on 8/20 and 8/21/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: labeling - inadequate instructions for use, none or unknown, gauges/meters. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.